Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a secondary set, secure lock, 34 inch with lot number 14860292 and ln 142290490: it was reported as small black dots on the internal walls of the drip chambers and has been reported in numerous lots across three product types from ICU medical. In some products, particulate matter appears in the lumen or chamber of the tubing. The particulate matter appeared to be embedded in the plastic material but not within the lumen or chamber. No adverse events have been linked to the products as it was noticed prior to patient use and upon inspection of the products, and the biological nature of the particulates remains unknown. The reported model and catalog number was 1422928 and in addition to the black speck, it was also noted that there were some white contaminants present in the product.